Event description:
I used the amo complete moisture plus contact solution. I was diagnosed by my general practitioner with "pink eye" and given medicine. I began wearing contacts again almost two weeks later and got another eye infection. This time I used over the counter medication. Then I heard about the recall and I believe this was the cause. Used in 2007, daily for soft contact solution.